Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the hpn217 medication ran two minutes faster than intended into the patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique identifier (UDI) #. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c codes and manufacturer narrative. Investigation summary: the report of a syringe over infusion of hpn217 could not be confirmed or replicated during the investigation. Laboratory test results performed on the suspect syringe module confirmed the device to be within specification for rate accuracy. The device demonstrated it was operating as intended. The syringe module ability to detect syringe volume using a new becton dickinson (bd) 30ml syringe found the device successfully detecting volume accurately within the + or _2% specification. The review of the suspect syringe module erro log showed no errors or malfunctions relevant to the customer¿s complaint. The intended infusion order was not provided by the facility. The suspect syringe module event log showed that on 7feb2024 at 9:37 am, the module was attached to the main unit. At 10:04 am, the user selected the channel and a bd 30ml syringe with a volume of 18.9317ml was detected. The user programmed and started an infusion of hpn217 with rate: 20ml and volume to be infused (vtbi): 18.7817ml. At 11:01 am, the infusion completed and the module alarmed for syringe empty. At 11:02 am, the user selected the channel and a bd 10ml syringe with a volume of 9.6846ml was detected. The user programed and started an infusion with vtbi: 0.3ml at 11:03 am, the infusion completed. At 11:04 am, the user channeled off the unit. The infusion total duration was calculated to be approximately 56 minutes and 20 seconds, the vtbi (18.7817ml) divided by the rate (20ml/hr) = 0.939 hours. (0.939 hours x 60 minutes) = 56.34 minutes (0.34 minutes x 60 seconds) = 20.4 seconds. The alaris system user manual v9.33 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use the smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe. A review of the alaris system user manual showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect syringe module s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of hpn217 was not definitively identified but is suspected to be user programming. The facility did not provide the intended infusion order for the reported infusion. A review of the syringe module event logs confirmed it was programmed for an infusion with a rate of 20ml/hr and a vtbi of 18.7817ml with an additional 0.3ml programming infusion after the initial infusion completed. This calculated to an infusion duration of 56 minutes and 20 seconds with the infusion completing as programmed. Note that this report lists imdrf annex a0401, a1801, g04037, g02017, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the hpn217 medication ran two minutes faster than intended into the patient. There was patient involvement but no harm.

Event description:
It was reported that the hpn217 medication ran two minutes faster than intended into the patient. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.